Event description:
Info received indicated the ticking on the mattress was torn resulting in contamination of the interior mattress.

Manufacturer narrative:
The ticking as well as the percussion and vibration cushion were replaced to resolve the issue.